Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements, noise and oversensing. A commanded shock was performed and the patient was successfully defibrillated. Further evaluation of the patient was decided, and a system replaced is being considered. This lead was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements, noise and oversensing. A commanded shock was performed and the patient was successfully defibrillated. Furter evaluation of the patient was decided, and a system replaced is being considered. This lead was explanted and replaced. No further adverse patient effects were reported.